Event description:
The customer called for help with her contour meter. She alleged that she performed control tests and received a result of 243 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. A new bottle of control solution was sent to the customer for further troubleshooting. No product will be returned at this time.